Event description:
(B)(6): customer reports via phone that during a urology stone removal procedure on a male ot (age unk), the system fluoro failed. Staff used rad imaging to complete the procedure. No reported injury.

Manufacturer narrative:
Field service engineer (fse) evaluated the no fluor issue, and initially replaced the atp console board. After discussion with tech support, fse then replaced the gim. The atp console pcb was left in place. Fse successfully tested the system per service manuals and completed service checklist. Unit passed checkout procedures and was returned to customer service.